Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported failure to cross could not be replicated in lab environment as it was based on case circumstances. The stent damage and difficult to remove or resistance with the introducer sheath was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mildly tortuous common iliac artery. The 7.0mmx29mmx135cm omnilink elite stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy. During withdrawal, resistance was met with the introducer sheath, reportedly because the tip of the introducer sheath was located proximal to the lesion, where there was tortuosity. Additionally, the stent implant of the sds became flared. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another omnilink elite sds and unspecified balloon dilatation catheter (bdc) were used to successfully complete the procedure. There was no additional information provided.